Event description:
Customer reported that he received multiple no delivery alarms. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Blood glucose value is 282 mg/dl. He was then instructed to disconnect and reconnect the reservoir and infusion set and perform manual prime; insulin does not exit the tubing and there is greater than normal resistance with plunger push. Customer was advised to replace the infusion set and reservoir. Customer removed set and the cannula was not bent or occluded. Most recent blood glucose was 261 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.